Manufacturer narrative:
The subject product was returned and examined. All components were found to be intact. We are unable to determine what, if any part, the mesh may have played in causing or contributing to the pt's pain.

Event description:
It was reported that the pt complained of pain with doctor. Pt discussed with doctor and both agreed to have product removal. Sales rep was present during explant. Initial info reported from explant procedures is that the ring was intact.